Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-03006. It was reported that catheter tip separation and guidewire stuck on catheter had occurred. A 90 cm rubicon¿ 18 was used in conjunction with a 300cm v-18¿ control wire¿ to treat a lesion located in the posterior tibial artery. During a below the knee percutaneous transluminal angiography, a 300cm v-18¿ control wire¿ was delivered to the lesion with a rubicon support catheter. However, when the physician pushed the guidewire via the rubicon, the catheter was unable to move where the wire passed through the catheter and the wire was stuck. The guidewire and support catheter was removed together from the patient and while the two devices were separated outside the patient's body, the tapered purple tip was detached. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.